Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected. The ms pump kink resistant tubing (krt) was worn down to the filament. The cylinder tubing was trimmed down to the strain relief junction and no tubing was returned for analysis. No leaks were found. The ms pump was functionally tested and did not pass the activation test 3. Based on the information available and analysis results, the reported allegation of fluid loss from a break in the right cylinder resulting in the device not cycling was unable to be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not cycle due to fluid loss from a break in the right cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.